Event description:
After pt prepped & drapped, physician made incision for trocar. Disposable trocar device was inserted, entered abd. Rapidly. Trocar was removed & gas attached to device, unable to insuflate, device removed, reusable surgical trocar inserted easily, trocar removed, bp's completed, stool found on laparascopic scope, general notified, & pt prepped for exploratory surgery.